Event description:
It was reported that the patient's right ventricular lead exhibited noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.